Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the error logs recorded an e-47. The pca was replaced to resolve the reported issue. Overall device check and software check completed and passed.